Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
On 14mar2023 the physician reported he believes the pressures from the cardiomems sensor are higher than they should be. Sensor readings were reviewed and it was confirmed the sensor is in a drift pattern. Physician reported on 22mar2023 that on 31dec2022 he treated the patient with metolazone due to elevated readings from the cardiomems.and the patient subsequently had an episode of presyncope and a fall. The patient was admitted and found to be hypovolemic and hypokalemic. Patient was treated with ivf and potassium and torsemide was lowered for maintenance. The patient was discharged (B)(6) 2023. Physician reported that on 11mar2023 the patient was again treated according to elevated pa pressure readings from the cardiomems and subsequently had progressive weakness and presyncope. The patient was admitted (B)(6) 2023 with diagnosis of hypokalemia and orthostatic hypotension as well as acute kidney injury. Physician reported patient has stage 3b chronic kidney disease. The patient was treated with ivf and midodrine and was reported to be ready for discharge on (B)(6) 2023.